Event description:
The customer reported a leak of less than 1ml of dried blood on the top of the needles bellows of the coulter coulter lh 750 hematology analyzer station, where the top rubber seal had cracked and fallen to the bottom. The leak was contained within the instrument. The needle bellows contains blood and diluent during operation and cleaning agent at shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds and the facility does have a risk management / exposure control plan is in place.

Manufacturer narrative:
The field service engineer (fse) contacted the customer; however, the customer had already resolved the leak by replacing the pierce cartridge. The cause of the event was cracked top rubber seal on the needle bellows. (B)(4).